Manufacturer narrative:
Voluntary event report was received. Mw5183805. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the device appears to be t-wave oversensing on the atrial lead noted on stored current egm resulting in resetting the timing cycles and causing lower rate to drop lower than programmed rate.